Event description:
It was reported that two months after implantation, skin necrosis developed at the implant site leading to the extrusion of the implant.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.